Event description:
It was reported that intermittently the 9800 system would not take an extended period of time to boot. There was no report of patient injury.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.